Event description:
(1) rturn line positive pressure alarm during reinfusion (single access) at 1100 blood volume processed. (2) reinfusion pump tubing sheared by roller mechanism. Upon reinfusion (after the "return line positive pressure" problem.